Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device came scrunched. The plastic tip fell off, but the plastic was recovered. There was no patient injury.